Manufacturer narrative:
Sample (B)(4) (anti-e) batch 6321 - r746 and 221661; 2 of 2 resulted as (B)(6). Cell 1_neg, cell 2_neg, cell 3 _neg; cell 2 shows slight red cell adherence; cell 2 is e+. The patient sample was retested. A synopsis of the testing for sample (B)(4) (anti-e) on batch 12725 is as follows: (B)(6). A reagent problem does not appear to be evident for sample (B)(4) as repeat testing using the same reagent lots reacted as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when testing a patient sample using capture-r ready-screen (3) (crrs 3) on the galileo echo. The patient has a history of anti-e. There were no adverse events as a result of the missed antibody.